Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the rotaflow console would not restart after bubble alarm during use. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the rotaflow console would not restart after bubble alarm during use. No indication of actual or potential for harm or death has been reported. The affected rotaflow console (rfc) with (B)(6) was investigated by getinge field service technician on 2021-06-05. The technician wasn't able to confirm the reported bubble alarm and found the unit to be operating normally. All functional tests were performed and the device is back in use. After conversation between technician and operator it was determined that the customer was using the rotaflow console in an unfamiliar mode with the bubble detection mode enabled. Normally they don't use this feature. Another possibility could be that customer using the wrong ultrasonic creme. Technician talked with the operators again and it was determined that the customer were indeed using a none getinge approved creme that tended to dry out quickly and in this case gave false readings. Getinge field service technician provided a tube of the proper ultrasonic paste to use while they await their order. A device history review (DHR) was performed on 2021-05-05 and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on the investigation results the reported failure could not be confirmed. However, according to the getinge field service technician the failure mode "pump not restarted after bubble alarm" the most probable cause for the reported failure could be determined as a user error. Customer used a none getinge approved contact creme and the device was used in an unfamiliar mode with the bubble detection mode. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 6.2: only use ultrasonic contact cream which is listed as an accessory. The ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).